Event description:
It was reported that the right ventricular lead was pulled into the right atrium due to twiddler's syndrome. Fluoroscopy showed the tip of the helix lodged in the septal wall. The lead was removed, but the tip of the helix was left lodged in the septal wall. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned and analyzed. Analysis revealed that the helix was fractured. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism (sleeve head). There was blood in/on the helix/lobe mechanism. The helix was fractured as a result of the reported twiddler's syndrome. It is not considered a chronic failure of the helix.